Event description:
The user facility reported an (B)(6) female patient needing mechanical circulatory support. It was reported while being on the impella cp and the patient developed a large hematoma, and no distal pulses were found. Manual pressure was held by the staff. The impella cp and the sheath were explanted. The user facility reported an 82-year-old female patient was needing mechanical circulatory support. It was reported while being on the impella cp no distal pulses were found. The impella cp and the sheath were explanted.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.